Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx laa closure device was implanted. The patient was compliantly taking warfarin and aspirin and the patient's international normalized ratio (inr) remained between 2.0-2.5 following the implant procedure. At the routine 45-day follow-up, transesophageal echocardiogram (tee) revealed a mobile thrombus on the fabric face of the closure device. The patient's medication was switched to xarelto and aspirin with plans to recheck for thrombus resolution via tee in 45 days.